Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the patient was dissatisfied with the implant. The lens was exchanged with an unspecified monofocal iol after the initial implant procedure. Additional information has been requested.